Event description:
Customer alleges chair not responding to command and he hit a wall causing injury.

Event description:
Customer alleges chair not responding to command and he hit a wall causing injury.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.

Manufacturer narrative:
The device was returned and evaluated by pride. The true nature of the event is unknown.